Event description:
It was reported that the pt experienced intermittencies followed by loss of lock between the external equipment and the cochlear implant. The pt was seen at the center for device eval. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the device was no longer functioning. The pt's device was explanted. The pt was re-implanted with another advanced bionics cochlear implant.